Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to exit block. At this time, no further information was available, but additional details have been requested to the field, including product return availability for analysis. Of note, severe fibrosis was encountered during the explant procedure. No additional adverse patient effects were reported. Additional information was received in regard to the observations that contributed to the lead replacement. This rv lead exhibited high out of range pacing and shock impedance measurements, and poor r-wave morphology. No additional adverse patient effects were reported. The lead is expected to be returned to boston scientific for further analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to exit block. At this time, no further information was available, but additional details have been requested to the field, including product return availability for analysis. Of note, severe fibrosis was encountered during the explant procedure. No additional adverse patient effects were reported. Additional information was received in regard to the observations that contributed to the lead replacement. This rv lead exhibited high out of range pacing and shock impedance measurements, and poor r-wave morphology. No additional adverse patient effects were reported. The lead is expected to be returned to boston scientific for further analysis. The cause of the high out of range pacing impedance is unknown at this time. Additional information was received indicating that while implanted, this lead exhibited oversensing of signals.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to exit block. At this time, no further information was available, but additional details have been requested to the field, including product return availability for analysis. Of note, severe fibrosis was encountered during the explant procedure. No additional adverse patient effects were reported. Additional information was received in regard to the observations that contributed to the lead replacement. This rv lead exhibited high out of range pacing and shock impedance measurements, and poor r-wave morphology. No additional adverse patient effects were reported. The lead is expected to be returned to boston scientific for further analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead returned in two segments and visual inspection found insulation damage and deformed/stretched coils, likely caused during explant. The lead was returned with a stretched-out helix in an extended position. Testing was completed to assess lead electrical performance, and the conductor resistance measured as electrically open. A lead conductor fracture was identified approximately 29 millimeters (mm) from the terminal end. The distal side of the fractured cable was removed from the lead to visualize the fracture. X-ray imaging determined there is evidence suggestive of tensile stress leading to a ductile rupture on one wire, but the fracture mode could not be determined. The identified fracture is the likely root cause of the reported observations of high out of range impedance measurements and oversensing.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to exit block. At this time, no further information was available, but additional details have been requested to the field, including product return availability for analysis. Of note, severe fibrosis was found during the explant procedure. No additional adverse patient effects were reported. Additional information was received in regard to the observations that contributed to the lead replacement. This rv lead exhibited high out of range pacing and shock impedance measurements, and poor r-wave morphology. No additional adverse patient effects were reported. The lead is expected to be returned to boston scientific for further analysis. The cause of the high out of range pacing impedance is unknown at this time. Additional information was received indicating that while implanted, this lead exhibited oversensing of signals. The lead was returned for analysis.